Event description:
The event is associated with underdelivery during infusion of a chemotherapy drug. The medical facility that administered therapy with the device claims that the pump was not infusing. Further eval of the device by the MFR showed that the device was infusing but underdelivering. There is no allegation of pt injury to this event.